Event description:
Pdc received a call on (B)(4) 2011 to report medical intervention that occurred earlier that day around 1:00pm. Pt tested his blood glucose on (B)(6) 2011 with the prodigy meter and received a reading of 485mg/dl. Pt tested again on (B)(6) 2011 and received 432 and 438mg/dl. Pt was taken to the ER by a family member. Upon arrival at the ER, pt's blood glucose was 169mg/dl. Pt did not receive any treatment for his blood glucose but did receive magnesium for his heart. Pt was discharged about 4 hours later with a glucose level of 140mg/dl. Discharge instructions were not given.

Manufacturer narrative:
Pt was using ts that were opened longer than recommended: > 90 days. Product(s) were not replaced or requested to be returned for eval.